Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Also a slight sensation of heat is reported below the external magnet, but this seems to be related to pressure on the skin flap. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's mother reported that hearing performance with the device had gradually decreased 3 years ago. It was attempted to map around affected channels. Also, it was reported that there was a slight heat sensation around the coil area when the audio processor was used, but no pain. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. In addition, slight sensation of heat is reported below the external magnet, but this seems to be related to pressure on the skin flap. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's mother reported that hearing performance with the device had gradually decreased 3 years ago. It was attempted to map around affected channels. Also, it was reported that there was a slight heat sensation around the coil area when the audio processor was used, but no pain.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother reported that hearing performance with the device had gradually decreased 3 years ago. It was attempted to map around affected channels. Also, it was reported that the implant was heating up around the coil when the audio processor was used, but no pain was reported as a result of the heating. After re-implantation was recommended, the user did not use the external device anymore.